Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 427 mg/dl. Customer was disconnected from the insulin pump for a while since they had showered and their blood glucose was in the 200 mg/dl range. Customer declined to troubleshoot for high blood glucose levels.